Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 99% stenosed lesion being treated was located in the calcified, severely tortuous mid right coronary artery (rca). The physician corrected the positioning of a non-bcs guide catheter and the guide catheter kinked. The 4.00x16 mm liberte was inside of the guide catheter at the time. The physician removed the guide catheter and the stent delivery system (sds). When he attempted to withdraw the liberte sds from the guide, outside of the patient, the liberte stent bumped onto the kinked portion of the guide catheter and dislodged. The procedure was completed with a different device. No additional patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.